Event description:
Patient reported that their dentist recommended that they discontinue byte aligners and to see an orthodontist. A letter of recommendation was provided from their dentist that states; the patient was examined and was found that they have a severe overjet of 9mm, a class ii occlusion on the left with an open bite on the patient's left side.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.